Event description:
It was reported that the patient presented for a left ventricular lead implant procedure. During the procedure, it was noted that the connector spring in the atrial header was loose. The spring was removed. The patient was in chronic atrial fibrillation so the atrial pacing was programmed off. After the procedure, it was noted that the pacing impedance on the atrial channel increased. The patient was in stable condition.